Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained of a questionable elecsys hcg test system (hcg stat) result for 1 patient sample tested on a cobas 8000 e 602 module. The initial hcg stat result was 1.67 iu/l. The initial result was released outside of the laboratory, but was questioned by the doctor. The patient sample was retested with a hcg stat result of 3,116 iu/l. The repeat result was deemed to be correct. There was no adverse event. The hcg stat reagent lot was 24867500 with an expiration date of 30-sep-2018. The sample was aliquoted by a modular pre-analytical system. The field engineering specialist was unable to find a root cause. He checked the instrument. The customer ran precision testing from a pooled sample with acceptable results. The customer ran qc on all assays with acceptable results. Specifically the hcg qc results were within 1 standard deviation from the mean. The investigation is currently ongoing.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.